Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec38-i10cf2. In the event reported the user stated that there are dots and dirt in the image. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. No additional information was provided.

Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.